Event description:
It was reported that a patient underwent a right total knee replacement surgery on (B)(6) 2022 and barbed suture was used. The patient presented with an infection on (B)(6) 2022. Patient received an incision and drainage on (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 50 year old, male, weight 175 lbs, bmi is 25.8. The diagnosis and indication for the index surgical procedure? Sever tricompartmental oa, not responding to physical therapy, medications, or a home exercise program. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue were each suture used? Stratafix symmetric used in fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Slightly thin. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? Unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Healing well. Stratafix symmetric pds plus - product code and lot number? Unknown. Vicryl polyglactin 910 suture - product code and lot number? Unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. No. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). 1 cm opening in the proximal incision dehiscence and granulation tissue. Please provide the onset date/time of infection from the initial surgical procedure. (B)(6) 2022. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Incision and drainage. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound? Unknown. Please describe any surgical intervention required for this suture event including dates and results. Incision and drainage. Please describe any medical intervention performed including medication name and results. Unknown. Related medwatch reports: 2210968-2022-06549.